Manufacturer narrative:
Zoll has not received the autopulse platform (sn 12521) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message. Unknown if the error message occur during shift check or patient use. No consequences or impact to the patient.